Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
It was reported that when the user tried to insert swg through "catheter over needle", swg did not advance. The kit was replaced by a new one and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-04301-ej kit for investigation. The catheter from the catheter over needle assembly will be used for this investigation. Visual examination of the catheter revealed the catheter showed signs of use. Functional testing identified a leak in the catheter body on the distal end. Microscopic examination revealed a small slit in the location of the leak identified in functional testing. The slit was angled and the edges were smooth. The appearance was consistent with damaged caused when a catheter has been pierced by a needle. The slit in the catheter body was located approximately 24 mm from the distal tip. The inner and outer diameter of the catheter body were measured and were found to be within specification; therefore, there are no issues with the catheter wall thickness. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into the catheter luer hub using a lab inventory 10ml syringe. When the catheter was pressurized, water was observed leaking from the catheter. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions for use warns the end user not to reinsert the needle into the introducer catheter. The customer report of a hole in the catheter over needle catheter was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small slit in the catheter body. The slit was angled and the edges were smooth. The appearance was consistent with damage caused when a catheter has been pierced by a needle. A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that when the user tried to insert swg through "catheter over needle", swg did not advance. The kit was replaced by a new one and used to successfully complete the procedure.